Manufacturer narrative:
Investigation summary: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. High CT value suggests low viral load possibly below the lod. Root cause: cannot duplicate with retains; unable to determine. Source: email.

Event description:
Reported 1 discordant negative sofia sars result when compared to pcr from one symptomatic patient. Testing was conducted as part of a verification study. The customer communicated that for their verification study, the patient tested positive through pcr testing and was then retested on the sofia analyzer 48 hours after.